Manufacturer narrative:
(B)(4). Medwatch# (B)(4).

Event description:
Complaint description from medwatch (#(B)(4)): physician attempted to insert PICC line in the patient's right upper arm. The physician appeared to have difficulty advancing the PICC line as the procedure was taking longer than usual and the patient was grimacing. A 21-gauge needle was placed in the target vein and then a peel away sheath was placed over a guidewire. The PICC catheter was placed through the sheath. However, following removal of the sheath a portion of the distal end broke off and could not be removed from the patient. Given this finding, and inability to advance the PICC which was subsequently removed, the patient was sent for CT scan of the right upper extremity. Findings of the CT scan demonstrate that most of the sheath was subcutaneously/outside of the brachial vein. The patient was then returned to the interventional radiology room and an incision was made within the right upper extremity medially and the sheath was successfully removed.

Event description:
Complaint description from medwatch (#(B)(4)): physician attempted to insert PICC line in the patient's right upper arm. The physician appeared to have difficulty advancing the PICC line as the procedure was taking longer than usual and the patient was grimacing. A 21-gauge needle was placed in the target vein and then a peel away sheath was placed over a guidewire. The PICC catheter was placed through the sheath. However, following removal of the sheath a portion of the distal end broke off and could not be removed from the patient. Given this finding, and inability to advance the PICC which was subsequently removed, the patient was sent for CT scan of the right upper extremity. Findings of the CT scan demonstrate that most of the sheath was subcutaneously/outside of the brachial vein. The patient was then returned to the interventional radiology room and an incision was made within the right upper extremity medially and the sheath was successfully removed.

Manufacturer narrative:
(B)(4). Medwatch #(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with potential relevant findings; however, this could not be determined based upon the information provided and without a sample. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.